Event description:
Reported as a gastric prolapse (band slippage).

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 06/08/2009. The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require re-operation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."